Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture needle popped off the thread. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No, all sharps are disposed of after the surgery is completed. We still have several sutures from the lots we've had trouble with, so if needed, we can save the needle/thread the next time it happens but please be aware the suture will be considered a biohazard. I would like to make mention of one thing. The majority of the sutures we are having issues with (needles popping off) are 6-0 nylon - this information was passed along to mckesson already. That information is below: 5-0 nylon (698g) lot: 10b315 - so far only 1 suture from this lot has broken. 6-0 nylon (1698g) lot: 10bacd - at least 5 sutures from two different boxes from this lot have broken. 6-0 nylon (1698g) lot: 10c7k3 - 2 sutures from one box in this lot have broken.